Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A higher readings issue was reported with the adc freestyle libre sensor. A customer reported that on (B)(6) 2020, sensor readings of 90 mg/dl and 82 mg/dl were received and compared to readings of 58 mg/dl and 82 mg/dl obtained from a blood glucose test. The customer experienced symptoms described as ¿irrational, pain, sweating, headache and a seizure and loss of consciousness¿ and was incapable of self-treating. The customer had contact with a healthcare provider who diagnosed her with hypoglycemia and provided an unspecified ¿IV and injection¿ as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.